Event description:
It was reported that a patient had muscle contraction during a renal cryoablation procedure with four icepearl needles. The physician removed the needle and the case was completed. The patient was reported to be stable after the procedure. No further patient impact was reported.

Manufacturer narrative:
The following fields have been updated with additional information in this supplemental report: d4: lot number the defective device was returned for engineering analysis and confirmed to be lot # t0007. The investigation testing identified an electrical failure within the needle, which led to the patient muscle spasm. Visual inspection identified corrosion and electrical (hi-pot) testing confirmed the electrical failure. Disassembly of the needle found the heater wire was damaged, leading to the interrupting current leakage. Further internal investigation is being completed to address this issue and reduce the likelihood of such incidents in the future. Bsc will continue to monitor all product complaints for any potential trends related to this issue.

Event description:
It was reported that a patient had muscle contraction during a renal cryoablation procedure with four icepearl needles. The physician removed the needle and the case was completed. The patient was reported to be stable after the procedure. No further patient impact was reported.